Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure was achieved on (B)(6) 2009 of the common femoral artery using a starclose se device. Reportedly, on (B)(6) 2011 percutaneous access was obtained through the existing starclose se clip. During removal of the procedural sheath, strong resistance was felt and the starclose se clip pulled out of the vessel lodging around the sheath. There was no reported damage to the vessel and manual arterial compression was applied to achieve hemostasis, as planned. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the starclose se clip was not returned. A cordis sheath was received without the referenced dislodged starclose clip on the sheath or loose. The sheath presented with a deformation along the length, similar to a hook. This hook-like deformation may have become caught on the previously implanted starclose clip, dislodging the starclose clip and pulling the clip out of the arteriotomy during sheath removal. The sheath did exhibit scratch marks along the length from an unknown source. The safety of the reported dislodging of the previously implanted starclose clip by the insertion of a non-abbott sheath through the implanted starclose clip has not been established. The starclose device instructions for use indicates that the safety of re-puncture at any time through any part of a previously deployed starclose clip, and the safety of subsequent closure of this re-puncture using the starclose vascular closure system, have not been fully established. There does not appear to be any indication of a lot specific product quality deficiency. The cause for the complaint is related to operational context. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the product was not returned for analysis.